Manufacturer narrative:
There was no button error alarm during testing. The unit had an intermittent esc, act, and up button response due to a corroded keypad. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm during a bolus and an unresponsive keypad. The customer's blood glucose level was 186 mg/dl. The customer was advised that the device would be replaced, and agreed to return the product for analysis.